Event description:
On behalf of the customer, a healthcare professional (hcp) reported via email a skin reaction with wear of an adc device. A customer experienced symptoms described as infection, swelling, and inflammation. The customer had contact with a hcp and was prescribed clindamycin (8 tablets daily for 7 days) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a healthcare professional (hcp) reported via email a skin reaction with wear of an adc device. A customer experienced symptoms described as infection, swelling, and inflammation. The customer had contact with a hcp and was prescribed clindamycin (8 tablets daily for 7 days) for treatment. There was no report of death or permanent injury associated with this event.